Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were concerned about having dropped atrial beats and was wondering if the device would see that. They were concerned if there was an atrial beat dropped there would be no ventricular beat. They went to the emergency room and said their device was measured to have beats lowered than they should have had them. The technician examined the device and said everything was normal. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.